Event description:
The pump was returned for investigation. Investigation revealed a dim, fading and discolored display. Evaluation also revealed that the battery compartment was cracked. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 05/18/2015.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 05/18/2015 with the following findings: during investigation, the pump powered on and the display screen was found to be dim, fading and discolored. A visual inspection of the pump revealed a cracked battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).